Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the severely tortuous proximal left circumflex (lcx) artery. The physician had selected a 2.5x24 taxus express2 drug eluting stent (des) to treat the lesion but it was unable to cross to the lesion. While attempting to remove the stent delivery system (sds), the device became caught on the non-bsc guide catheter and it was noticed that the proximal edge of the stent was "lifted up." The procedure was completed using a 2.5x20mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good."